Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('constant bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. Previously administered products included for birth control: nuvaring from (B)(6) 2012 to (B)(6) 2012. Concomitant products included carvedilol since 2003, losartan from (B)(6) 2013 to (B)(6) 2013, norethisterone (camila) in (B)(6) 2018 and norethisterone (norethindrone) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced rash ("rashes or skin conditions type: skin rash") and acne ("rashes or skin conditions type: acne and issues in the vaginal area / rashes or skin conditions type: acne in the vaginal area"). In (B)(6) 2014, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In (B)(6) 2014, the patient experienced arthralgia ("hips pain") and pain in extremity ("legs pain"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition: anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and back pain ("pain in my back.") And was found to have uterine leiomyoma ("ran test to see if I had fibroids"). The patient was treated with surgery (anticipated or scheduled date: (B)(6) 2019. Consultation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, rash, acne, bacterial vaginosis, bacterial infection, depression, anxiety, arthralgia, pain in extremity, dyspareunia, fatigue, alopecia, uterine leiomyoma and back pain outcome was unknown. The reporter considered acne, alopecia, anxiety, arthralgia, back pain, bacterial infection, bacterial vaginosis, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, rash, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs received. New events: "constant bleeding, pain in my back." Removal details added, new reporter, plaintiff's information, lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.